Event description:
It was reported that the patient experience inflation issues with this inflatable penile prosthesis (ipp). A surgical procedure was performed and it was noted a fluid leak caused by a hole in tubing. A new ipp was implanted without reported complications.